Event description:
It was reported that the implant has torn within the first six weeks. No further information received. Update dw 14-jan-2025: further information was provided that the initial surgery was performed on (B)(6) 2024 and the revision took place on (B)(6) 2024. The torn implant was removed and replaced with an new one implant and the gracilis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.